Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that the patient experienced significantly elevated blood glucose levels while wearing a pod on the hip/buttocks for between 37 to 48 hours. On 31 december 2025, the patient developed excessive thirst, frequent urination, fatigue, and high blood glucose levels up to 22 mmol/l (396 mg/dl), accompanied by ketones. When the pod was removed, the lg observed a strong smell of insulin, but was unsure if there was any leakage. Lg also reported that the patient had an infection at the time. The patient was taken to the hospital the same day and remained there for approximately 6 tp 8 hours. Treatment included correction doses of insulin and intravenous (IV) fluids; IV insulin was not required. The patient stabilized and was discharged later that day. Insulet made multiple follow-up attempts to obtain additional information; however, lg did not answer the calls. A supplemental report will be submitted if any further details become available.